Manufacturer narrative:
Age at time of event, corrected data: the initial manufacturer report inadvertently did not include the patient¿s approximate age at the time of the event. Sex, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Brand name, corrected data: previously submitted MDR indicated the suspect device was a model 102. It is now known that the device was a model 103. This report is being submitted to correct this data. Model #, corrected data: previously submitted MDR indicated the suspect device was a model 102. It is now known that the device was a model 103. This report is being submitted to correct this data. Implant date, corrected data: previously submitted MDR incorrectly reported the implant date. This report is being submitted to correct this data.

Event description:
On (B)(6) 2013 it was reported that the patient was referred for prophylactic replacement as the patient has erratic stimulation and the mother says the magnet is not effective. Although surgery is likely, it has not occurred to date. Good faith attempts for further information from the nurse practitioner were made but no additional information has been received to date.

Event description:
Additional information was received stating that the vns patient¿s device was tested and diagnostic results showed normal lead impedance and battery. The physician increased the patient¿s settings and adjusted his medication. The patient was no longer having surgery as his device was functioning normally. Attempts for additional relevant information were made but have been unsuccessful to date.